Event description:
Customer reported difficulty pressing pump quick bolus/wake button, requiring multiple attempts to turn on pump screen. Customer's blood glucose level was not impacted. Customer was instructed by technical support to ensure pump was not plugged into a power source, and to press the button more firmly, both with and without the pump case. Despite following guidance, issue persisted, and pump was replaced by technical support. Customer reverted to manual injections for insulin therapy.